Manufacturer narrative:
(B)(4). Batch #: u5dd0a. Device analysis: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. In addition, the returned cartridge was noted to have a staple stuck in the washer. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection the tissue when removed would not open completely. There were no patient consequences.